Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse inspected the hgb chamber, which appeared to be cloudy. The fse replaced the hgb chamber resolving the blank shift failures. (B)(4).

Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system generated intermittent hemoglobin (hgb) blank shift errors. There were no erroneous results generated in connection with this event.